Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 90% stenosed, 3.0mmx50mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation of a 2.75x20 emerge balloon catheter, a 2.75 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 48mm stent delivery system was returned for analysis in two sections as a result of a break at the port bond. A visual and microscopic examination of the crimped stent found stent damage with struts in distal region bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and slight bunching was evident at it proximal and distal ends. The balloon did not appear to have been subjected to any positive pressures. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. The device was returned for analysis in two sections as a result of a break at the port bond. A microscopic examination of the break site identified evidence of stretching at the site break. No other issues were noted with the extrusion. The guidewire used by the customer was received inserted through the wire lumen. The outer diameter of the wire was measured at 0.014 inch. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 90% stenosed, 3.0mmx50mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation of a 2.75x20 emerge balloon catheter, a 2.75 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.